Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The device was investigated on-site, where the issue was confirmed. During troubleshooting, the expiratory valve coil was replaced. After the replacement, the device passed all functional, safety, and calibration tests and was cleared for clinical use. The movable axis of the expiratory valve coil controls the opening of the expiratory valve by pushing the valve membrane into the desired position. A defective expiratory valve coil may lead to the stop of ventilation. Analysis of the provided device logs confirms the reported failed pressure transducer tests, particularly the failure of the monitor pressure transducer subtest due to an expiration gain over 8% from the factory default, and the failure of the expiratory valve subtest during the puc. The replaced expiratory valve coil was returned for further investigation. A visual inspection of the returned valve coil revealed no abnormalities. The valve coil was then placed into a reference ventilator for simulated use testing. During this testing, the device successfully passed the initial puc. Following this, ventilation was performed successfully for two days without generating any alarms or errors. After ventilation, several pucs were performed, all of which passed. Our conclusion is that the device failed to meet its specifications during the reported event. However, the root cause of the part's failure has not been established by this investigation, as the reported failure could not be reproduced at manufacturer site. Nevertheless, based on the available information and the device logs, it can be concluded that the expiratory valve coil could be a contributing factor.

Event description:
Manufacturer's ref: (B)(4).